Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced episodes of elevated blood glucose (bg) >600 mg/dl with symptoms of large ketones, nausea and vomiting. The reporter stated that the elevated bg happened when the pump powered off several times during the past two nights. The reporter stated the patient¿s healthcare provider (hcp) was contacted and gave instructions to administer 5 units of insulin every two hours. The reporter stated the patient¿s bg was lowered on this treatment plan. The reporter stated the patient¿s bg was in the 300 mg/dl range the day of the call and did not report symptoms of hyperglycemia. The patient continued to wear the pump during the time of the alleged power loss and resultant hyperglycemic events. The reporter stated that when changing the battery in the pump on (B)(6) 2013, battery acid, rust and black sludge was noted in the bottom of the battery compartment. The reporter stated that the patient did wear the insulin pump to a water park on (B)(6) 2013. The reporter denied damage to the battery cap or battery compartment. The reporter denied the yellow o-ring being visible on the battery cap while secured to the pump. The reporter stated the battery cap had been replaced three months prior. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy with a pump that had moisture ingress in the battery compartment and had lost power on several occasions during the night.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/28/2013 with the following results: the battery compartment is cracked, corrosion observed in battery compartment. Battery cap was not returned with pump for investigation. Test cap used for all investigation steps. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. Battery compartment leak found during leak testing. The pump was opened and no damage was found to the power circuit, the internal battery found to be leaking. No further evidence of moisture damage found. Rebooting observed in the black box. The rebooting is preceded by a replace battery alarm on (B)(6) 2013 at 1:05am. The voltage in the black box is low. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No alarms or power issues occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.